Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device was gradually fading. This issue is being reported because it was not resolved at the time of the call. There is no evidence to suggest that the issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings:the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the vibration motor was unresponsive. The motor contacts were realigned and the vibration motor functioned appropriately. Additionally, the bolus button cover was torn, but the bolus button still responded properly. Also unrelated to the complaint, all of the pump keypad buttons were intermittently unresponsive. No damage was observed to the keypad cover. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.